Event description:
It was reported that the patient experienced overstimulation. It was noted that the patient reported over sensitive stimulation. It was noted that actions required as a result of the event included reprogramming. It was noted that an overdischarge was confirmed. It was noted that this was the patient¿s second overdischarge. It was noted that a physician mode recharge (pmr) successfully reset the device. It was noted that approximately 3 months prior to report the patient was going to work and when he got out of his vehicle he turned stimulation on but it felt more sensitive and not normal. It was noted that the patient thought that it was because the battery was low. It was noted that the patient turned the stimulation off and placed the programmer off and proceeded to work. It was noted that shortly after he arrived at work the system came on and was very strong and the patient was drawn into a ball initially. It was noted that the patient went to his car and turned the unit off again. It was noted that the patient had not charged since because he was worried he would have that intense stimulation again. It was noted that the patient wanted stimulation back to help his pain. It was noted that the intense stimulation initiated an outbreak of shingles. It was noted that a pmr was initiated on the morning of (B)(6) 2014. It was noted that the patient reported that he had a shingle outbreak 3 times a year. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that symptoms associated with the event included pain. It was noted that the patient had an overall intense stimulation. Additional information received reported that the pmr was successful. It was noted that no further troubleshooting or interventions were scheduled. It was noted that the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. Product ID: 377860, lot# v016650, implanted: (B)(6) 2007, product type: lead. (B)(4).